Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted possible arc mark on the back of the case. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device damage that was caused or contributed by the reported shock into open circuit , and x-ray was performed that showed an intact plasma fuse.

Event description:
This supplemental report is being filed to include device analysis information.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beep tones due to high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Defibrillation threshold (dft) testing was performed, and undersensing occurred, which delayed therapy for less than 30 seconds. A 31j shock and a 41j shock were delivered, however, it did not convert the patient's rhythm. The device declared a code 1005, which indicates an open circuit was detected during shock delivery. An external shock was delivered to convert the patient's rhythm. Subsequently, a revision procedure was performed. The ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.